Manufacturer narrative:
Date of event is estimated. During processing of this complaint patient weight was not provided. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2020-03831. It was reported that patient experienced ineffective and uncomfortable therapy and pain in the right leg. As a result, the patient underwent surgical intervention on (B)(6) 2019, wherein the system was explanted.